Manufacturer narrative:
The reagent lot number was 86116801 with an expiration date of 31-may-2026. The customer replaced the resin and water filter. The field service engineer replaced the sample probe, adjusted the water pressure at the wash station, and inspected the analyzer water drainage mechanisms. Calibration and quality control results were acceptable. The investigation determined that the issue was resolved after the service actions.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas c 503 analytical unit. Patient 1 initial result was 7.07 mg/dl, and the repeat result was 9.28 mg/dl. Patient 2 initial result was 6.51 mg/dl, and the repeat result was 8.56 mg/dl.